Event description:
The reporter stated that the surgeon implanted the micl12.6 implantable collamer lens on (B)(6) 2011 and one of the footplates tore as the lens was advancing in the naviject system. There was patient contact but no patient injury. The reporter stated the incident was the result of a loading issue.

Manufacturer narrative:
(B)(4).